Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample tested in a sample cup. The primary sample tube was used for the repeat testing. The initial sodium result was 117 mmol/l and the repeat result was 142 mmol/l. The initial potassium result was 2.72 mmol/l and the repeat result was 4.11 mmol/l. The initial chloride result was 127.8 mmol/l and the repeat result was 100.7 mmol/l. All the other results for the sample agreed with the initial results when repeated. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative confirmed the sipper tubing was on correctly, there was not excessive air in the sipper syringe, the rinse unit was in place and the nozzles and sample probe were springing back into position. The customer reported no further issues. The investigation was unable to find a definitive root cause.